Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed irritation around the implant site. The patient was prescribed a two week course of oral antibiotics (type and dosage not reported). Per report on (B)(6) 2013, the issue has resolved. The implanted device remains.